Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: other details: pump alarming downstream occlusion on tpn- amd solution. No clamps or kinks noted in tubing or PICC line, pressure sensor already set to 9. PICC line flushed with no resistance, tried interventions individually without resolving 1) pump changed 2) PICC cap changed and PICC flushed 3) y site connector changed PICC flushed 4) patient repositioning. Then tried changing IV tubing. Once changed pressure sensor bar went from full to empty, and no further downstream occlusion alarms occurred. Interruptions to clinical care due to time required to resolve alarms, risk for infection / introduction of contaminants, other. Potential for drop in blood sugar, or occlusion of PICC line which is patient's only source of nutrition. Action(s) taken: changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid: tpn- amd solution. IV rate: 64 ml/hr.